Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. This patient's significant comorbidities and pre-vad history of diabetes and left ventricular thrombus along with sub-therapeutic inr prior to the reported high watts and hemolysis put her at greater risk for adverse events including thrombus and associated sequelae. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed increased flows and power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to scratches on the inferior side of the impeller and lower housing ceramic surface. This may indicate that the external factors, such as thrombus, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Pathological examination revealed evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the hospital staff that a patient was admitted for increased flows up to 5.3, base-line is normally is 2.5 at 2240 rpm. There was concern for vad thrombosis, ldh 548, no clinical symptoms, normal vad hum, inr 1.7 on warfarin 0.5q72hrs and 325mg asa. Patient was started on heparin drip for goal ptt 60-80. The following day, vad sounds are abnormal and flow continues to fluctuate from 6-9 lpm. Patient was transferred to ICU for closer monitoring. The patient noted some left shoulder pain and occasional dizziness with ambulation. Decision was made to exchange pump and was completed on following day with a graft to graft anastomosis, graft intentionally restricted with clips to about 5mm. Chest left open with vac dressing. It is unknown if the pump will be returned. No further updates received on patient's condition. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system, other than death, include device thrombus and re-operation. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 52 of 117 . Unknown if pump will be returned.